Manufacturer narrative:
(B)(4). A sample evaluation was not performed, as the sample was not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked. After the user initiated the chemotherapy infusion, the set was observed to be leaking at the bonded junction just below the filter. The facility appropriately followed the cleaning protocol; the patient and staff were not exposed to the solution. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device is not available for evaluation. A follow-up report will be submitted upon completion of the investigation, or if any additional relevant information becomes available.